Manufacturer narrative:
During follow-up, the patient's authorized sister said the patient noticed no defects or malfunction with the t14 units.

Event description:
Intermittent catheter patient (user) said she has a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient's authorized sister explained the patient was prescribed an antibiotic, took the full course, and recovered.